Manufacturer narrative:
The fluid leak originated from the needle bellows. A bci field service engineer (fse) replaced the needle cartridge and verified the instrument's operation. The root cause for the leak is a faulty needle cartridge.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to fluid leak on coulter lh 750 analyzer. The customer was wearing proper personal protective equipment (ppe). No exposure to skin eyes, open lesions, or mucous membrane was reported. The customer did not seek medical attention.